Manufacturer narrative:
Initial reporter city: asahi city (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified common iliac artery. A 12.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another 10mm mustang balloon catheter. There were no patient complications reported.